Event description:
It was reported during a mastectomy case, the error code f6 appeared, the system had to be rebooted. There was no pt impact. Second first of 2 events; see 3007069406-2012-00308.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition with minor surface imperfections on the lid. There were gouges in the cart on the lower case and scratches on the front panel. The bottom nylon screw was cleaved off. The unit delivered rf energy correctly into the fixed resistors and recognized both the pt return pad connection and the hand piece connection. The f6 fault occurs when the communication between the ucb and rf controller gets garbled. Rebooting clears this fault. This is addressed by twisting the wires in the ucb-to-rf controller cable harness. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.